Event description:
Interventional radiologist, dr. Was performing a bilateral nephrostomy. After completing one side, the physician put a 21 ga needle into the remaining kidney with no complications. However, after putting the nitinol cope wire in, it became stuck. He attempted to manipulate both the needle and the wire but neither helped. He then tried to remove the entire system, needle and wire, and the floppy tip of the wire broke off. (This piece could not be retrieved). The patient is currently doing fine. The physician and tech feel this was an isolated incident.

Manufacturer narrative:
Evaluation: neither the complaint device nor the lot number has been provided to assist in this investigation. Therefore, at this time we are unable to determine with certainty how this incident may have occurred. The wire guide is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. It is possible the device met with resistance beyond its intended capabilities possibly due to patient anatomy or if the wire guide came into contact with the bevel of the needle during initial placement. Our label that is affixed to the wire guide holder does indicate the withdrawal or manipulation of distal spring coil portion of the wire guide through needle tip may result in breakage. Nevertheless, the appropriate personnel have been notified.